Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a system implant on (B)(6) 2018. After the procedure the patient reported abdominal discomfort related to extracardiac stimulation. Upon interrogation, the patient's anatomy was noted to be the cause of the left ventricular lead stimulation. On (B)(6) 2018, the lead was explanted. A new lead was implanted during the same procedure in a different location. The patient was stable.